Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section imdrf annex a grid, imdrf annex c grid and imdrf annex d grid.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network port was not functioning behind medstation. A field service engineer used a longer network cable to extend across the medication room, successfully restored communication and full synchronization of the station. User from the pharmacy reported the issue to hospital information technology for further investigation, as the original network port was not functioning. Users also mentioned that a power outage occurred several hours earlier, which was likely the cause of the network issue. The pharmacy team would relocate the network cable to its proper location once the port was repaired. Diagnostics confirmed that all systems were functioning correctly, and the results were saved in c:\temp folder. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, station was offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.